Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this device, the nominal settings were not as expected by the implanting physician, resulting in an unexpected absence of pacing stimulation following lead-device connection. The physician was able to use cardiac massage, while a programmer was located to change device settings from bipolar to a unipolar configuration. The device was implanted and no additional adverse effects have been reported. To date, the device remains implanted and in service. A review of product labeling does state that if a unipolar pacing configuration is required at implant, programming the lead configuration to unipolar, before implant, is required.